Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high pacing impedance greater than 2000 ohms. Boston scientific technical services (ts) reviewed the events and showed noise on both atrial and ventricular channels and some noise on shock. Both the right ventricular (rv) pacing impedance as well as the shock impedance had been stable in range. The patient was a pacemaker dependent but no long pauses were noted as a result of noise. Additional information states that the noise was not determined, however, the patient had undergone non-invasive programmed stimulation (nips). This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.